Event description:
The manufacturer received information regarding a trilogy evo required annual service. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to a third-party service center service center for an annual service, and a battery assessment was carried out and failed. In conclusion, the device's internal and detachable batteries was replaced to address the issue. Additionally, during the service of the device, an internal/external inspection of device found no cosmetic damage. The particulate filter, air inlet foam filter and muffler assembly were replaced as per requirements of periodic maintenance. A valve assessment and fio2 sensor testing was carried out and passed, error logs were downloaded, and no actionable errors were found and no alarms sounded at bench run. The device passed all final testing. A final report is being submitted. If new information becomes available following further investigation of the allegation of battery assessment failed that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.